Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2018-61371 pertains to the first cre rx dilatation balloon, and manufacturer report # 3005099803-2018-61367 pertains to the second cre rx dilatation balloon. It was reported to boston scientific corporation that two cre rx dilatation balloon were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that there was difficulty in advancing the device down the scope. Reportedly, the device got stuck in the working channel and they had trouble getting it out. It was then that the catheter snapped. None of the catheter was inside the patient. The scope was taken out of the patient, and the device was removed from the scope. The same issue occurred with the second cre rx dilatation balloon. The procedure was completed with another cre rx dilatation balloon. There were no patient complications reported as a result of this event.